Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing in sterile processing, it was observed that the motor device was leaking air. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention or prolonged hospitalization. All available information has been disclosed. If any additional information should become available, a supplemental medwatch would be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. An assessment was performed on the device which determined that the hose received was not anspach property, therefore, the device was tampered with. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.